Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at boston scientific crm, visual inspection noted the complete lead was returned. Tissue was noted in the helix. The lead passed conductor resistance, high potential, and insulation pressure testing, confirming the conductor and insulation were uncompromised and intact.

Event description:
Boston scientific crm received information that this right atrial (ra) lead dislodged approximately one month post implant. A lead revision was performed were this lead was explanted and a new lead was successfully implanted. No adverse patient effects were reported.